Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. Two photographs of a 4fr single-lumen powerpicc were returned for evaluation. An initial visual observation of the photographs showed a semi-circumferential split in the catheter tubing located near the 4cm depth marking. The 4cm and 5cm depth markings were worn. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported PICC had been in use without issue for approximately 1 month before it began leaking. This prompted the patient to return to the emergency department for evaluation and removal of the catheter. Upon inspection, we noted a defect in the catheter material.